Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that the device is failing to power on as battery is not working as intended. Failure to power on device may prevent or delay defibrillation. There was no patient involvement reported with this event.

Event description:
The distributor contacted heartsine to report that the device is failing to power on as battery is not working as intended. Failure to power on device may prevent or delay defibrillation. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to confirm the reported issue as no fault was found on the device that would cause it not to power on. The investigation of the device did however observe the device prompting 'warning, device service required¿ prompts and displaying no status led. This failure was attributed to a significantly depleted bt1 coin cell, which had resulted in the pad clock failing to increment and displaying a nonsensical date. As the coin cell also powers led drive circuitry, the failure of the bt1 had also caused no status indicators to illuminate. No fault was found on the pcba that would have caused the coin cell to become depleted. Given that the device performed to specification throughout testing at heartsine, after the replacement of the bt1 coin cell, the investigation can only suggest that the reported failure was due a failed coin cell. The device was scrapped by heartsine and the customer was provided with a replacement device.

Manufacturer narrative:
Heartsine has received the device serial number and this has been updated within this correction report. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that the device is failing to power on as battery is not working as intended. Failure to power on device may prevent or delay defibrillation. There was no patient involvement reported with this event.